Manufacturer narrative:
Batch reviews performed on 08 september 2025: cup: mpact 01.32.156dh acetabular shell ø56 two-holes (k132879) lot: 2418560: (B)(4) items manufactured and released on 09-oct-2024. Expiration date: 23-sep-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch reviews performed on 08 september 2025: ball heads: mectacer 01.29.210 mectacer head biolox delta dia.36 12/14-l (k112115) lot: 2508368: (B)(4) items manufactured and released on 11-apr-2025. Expiration date: 2030-03-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact 01.32.3648hct flat pe hc liner ø36/f (k103721) lot: 2413072: (B)(4) items manufactured and released on 28-may-2024. Expiration date: 2029-05-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Stem: amistem p 01.18.415 amistem-p lat. Size 5 (k173794) lot: 2414451: (B)(4) items manufactured and released on 13-aug-2024. Expiration date: 2029-07-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusions: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient had primary surgery on (B)(6) 2025. On (B)(6) 2025. The patient came in reporting drainage at incision site and hematoma. The surgeon performed I&d and exchanged the head and poly (MDR: (B)(4). On (B)(6) 2025, the patient came in due to infection and the pathogen is unknown. The surgeon performed a wash out and swapped the head. The surgery was successfully completed (MDR: (B)(4). Presently, on (B)(6) 2025, the patient came in due to infection and the pathogen is unknown. The surgeon performed a wash out, removed all components and implanted an antibiotic spacer. The surgery was completed successfully.